Event description:
It was reported that "pt called to report that her hip is squeaking. Has no pain and dr told her it was fine."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.